Manufacturer narrative:
The reported events were dislodgement and failure to capture. The reported event of failure to capture was not confirmed. Electrical testing was normal. Visual inspection of the lead found the helix to be partially extended and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. The helix mechanism/extension length test couldn¿t perform due to the helix was damaged during analysis.

Event description:
It was reported that patient presented in clinic for follow up. Upon review, the right atrial (ra) lead exhibited loss of capture. X-ray imaging showed that the lead was dislodged due to twiddlers. The lead was explanted and replaced as a result. The patient condition was stable.